Event description:
It was reported that during a hand assisted colon resection procedure, when the package was opened, the sleeve of the retractor was not connected to the top rim. It was not used. Anew one was opened and used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon sigmoidectomy procedure, the device did not work; it fell apart. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Torn retractor sheath the analysis results found the device was received with a perpendicular tear from the upper retractor ring to the lower retractor ring. The initiation site was at the upper retractor ring. The retractor sheath was completely detached from the upper retractor ring. However, it could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.